Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the transcatheter pacing system (tps) was implanted and the leadless implantable pulse generator (ipg) was attempted to be positioned, however, an inadequate threshold value and r-wave sensing value were observed. The tps was removed from the patient and evaluated to ensure there was no thrombus interfering with the device and the system was implanted once again. Several attempts were made to place the ipg, however, similar results were observed and a device failure was suspected. The tps was explanted and replaced. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.